Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the doctor and found that insulin was leaking out of the reservoir into the insulin pump. Customer stated the reservoir had a faulty o ring. The insulin pump did not have any error alarms and passed the selftest. Customer stated he had some high blood glucose values during the day due to the reservoir issue. Blood glucose level was 384 mg/dl. No troubleshooting was done as the reservoir was left at the doctor's office.